Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). It was reported that the patient saw a "9" on her meter and was unsure if this was an error or something else. The patient did not recall seeing inr units of measure next to the "9". The patient retested and received a meter result of 1.1 inr at 11:22 a.m. On (B)(6) 2022. At 1:00 p.m. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 5.9 inr. Based on the laboratory value, the patient's dose was changed. The patient held medication for 2 days and took half a dose on the third day. The patient's normal medication was taken after the third day. The patient's therapeutic range is 2.0 - 3.0 inr. The patient is tested once weekly.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation - the occupation is patient/consumer.